Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right atrial (ra) lead the helix would not extend after the ra lead was repositioned. Therefore the ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed a distorted helix due to compression; the helix was compressed within the sleevehead. The lead was damaged at implant. Analysis also noted that the is-1 pin was likely rotated an excessive number of times during the implant procedure, causing the helix to retreat/compress into the sleevehead.